Event description:
During triple coronary bypass procedure utilizing a heartstring proximal seal system, the heart string was pulled out and broke. The metal buttress was recovered with the string not located.